Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have struggled with using the device and that support told them to just press on despite all the issues. The aligners started chipping their teeth, their gums bleeding, teeth became yellow and their overall dental alignment failed. At check in patient marked true to excessive bleeding, periodontitis, chipped, and sensitivity. Requested letter of recommendation. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.